Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of stroke (cerebrovascular accident) and emboli (air) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for cerebrovascular accident and air embolism could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the stroke. It was reported that on (B)(6) 2020, two clips were successfully implanted to treat degenerative mitral regurgitation (mr), reducing mr from 4 to 1-2. On (B)(6) 2020, the patient developed symptoms such as difficulty speaking and left sided hemiplegia, noted as a possible stroke. The clips remain stable and mr remains 1-2. The stroke was diagnosed as multiple acute embolic strokes with bilateral left limb weakness. It is the physician¿s opinion air emboli likely caused the stroke, the clips did not contribute to the stroke, and the stroke is unlikely related to the mitraclip procedure. There was no additional information provided.